Event description:
Pt underwent posterior lumbar fusion procedure with instrumentation on 9/16/93. On 5/10/94 he underwent an exploration of posterior lumbar fusion; removal of hardware and repeat lumbar fusion (one level, ls-s1) with iliac crest bone graft.